Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod no longer than 48 hours. After realizing elevated bg levels, the patient found the pink slide did not move forward, indicating a needle mechanism failure. However, the cannula was found angle bent when removed.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 1460 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. Inspection of the soft cannula found no bends or kinks.